Manufacturer narrative:
Fyi - sterilization process review is pending from the manufacturing site in the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site for the past two months regardless of active therapy. Reportedly, the issue was evaluated by the physician wherein antibiotics were prescribed due to a suspected infection.

Event description:
Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the physician removed some fluid and tissue from the pocket to address the issue. No product was removed and the system is functioning as designed. The issue is resolved.